Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The dilator was not returned. Visual examination revealed the guide wire body had one significant kink. The j-bend on the distal tip was intact. Microscopic examination confirmed the kink and that both welds were full and spherical. No separations or offset coils were observed. The kink in the guide wire body was located 30.2 cm from the proximal tip. The guide wire overall length measured 457 mm, which is within specification. The outside diameter (od) of the guide wire was also measured and was found to be within specification as well. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) record review was performed on the guide wire and dilator and no relevant issues were identified. The reported complaint of the guide wire becoming kinked during insertion with the dilator was confirmed through visual inspection of the returned sample. A kink was observed on the returned guide wire; however, the dilator was not returned for evaluation. A DHR review did not reveal any manufacturing related issues. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a complete sample.

Event description:
The customer reports that the guidewire came out kinked from the dilator. No clinical difficulty reported. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is in progress at the time of this report.

Event description:
The customer reports that the guidewire came out kinked from the dilator. No clinical difficulty reported. No patient injury or consequence.